Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clearlink extension set had a hole in the total parenteral nutrition (tpn) line. There was no patient involvement. No additional information is available.